Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the self test not working as intended was unable to be confirmed. The returned system controller (serial number (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. During testing, the system controller self-test was performed multiple times, and the controller passed each time without any issues. A review of the log files contained data spanning approximately 13 days (19apr2024 ¿ 30apr2024, 10may2024 per timestamp). The data in the log files did not indicate any issues with the system controller. The driveline was disconnected on 30apr2024 at 15:50:11, consistent with the reported controller exchange. No notable alarms were active in the log files. Information provided by the account stated the patient was holding down the button greater than 5 seconds. The ventricular assist device (vad) coordinator was unable to complete the function and when it did perform, the sound was abnormal. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook describes how to properly perform a daily controller self-test. This section also provides a checklist to ensure that the visual and audible indicators are operating as intended. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was at cardiac rehab and attempted a system controller self-test. The first time nothing happened. The patient was holding the button down greater than 5 seconds. On the second attempt everything lit up but there were no sounds. The provider tried to complete the function and it would not do it at first and when it did the sound was abnormal. On the third attempt it worked like normal. The patient's system controller was exchanged. The patient tolerated the change without issue. A self-test was completed successfully on the new system controller by the patient.